Event description:
We had a heparin IV infusion error. The pump was misprogrammed to 10 times higher the prescribed rate. The rn programming the pump intended to set the pump at 18 ml/hour, but set it at 180 ml/hour. A second rn preformed an independent double check and did not recognize the misprogramming. Following investigation, we identified that the infusion pump display of a trailing zero for rates less than 100 ml / hour may be a contributing factor. We feel that it is important to note that when programming the pump at a rate over 100 ml/hour, no longer displays the trailing zero (which is inconsistent). The error was discovered after 45 minutes of infusion and no significant sequela was identified. Please see the attached flyer for images and additional information. Medication administered to or used by the pt: yes.